Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that the patient with this previously capped right ventricular (rv) lead had exhibited infection. There were no additional adverse patient effects reported. This previously capped rv lead remained capped.